Event description:
A site reported that a patient sustained a radiation burn following the second of two complex angiography studies that were performed on (B)(6) 2010 and (B)(6) 2010. The hospital was informed on (B)(6) 2010 that the patient sustained a burn near the lumbar region by the right kidney. The burn was not present during the second exam. According to the doctor, the exams were "difficult & long cases" that were required in order to save the patient's life. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation results are available.